Event description:
It was reported that the doctor saw laser light when dr fired the laser while using the operating microscope. The reporter stated that an incorrect foot pedal was used. Reported doctor could see spots temporarily but completed the procedure. Note: follow-up telephone call confirmed no injury.